Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(4) 2022 getinge became aware of an issue with one of surgical lights - axcel. It was stated the bumper of ceiling finish was falling down. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - axcel. It was stated the bumper of ceiling finish was falling down. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since detachment of bumper could be considered as technical deficiency, and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. When reviewing reportable events for this type of issues we were able to establish that the investigated issue has never led to serious injury or worse, to our knowledge. According to the subject matter expert at the manufacturer, the probable root cause is lack of maintenance or the rubber has not been correctly replaced after an intervention. The axcel user manual (#0125104 rev. 4a, pages 26-27) mentions also to perform annual inspection in order to check attachment of all covers and caps. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.